Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the device was working normally, a cuff atrophy was suspected; therefore, the existing aus was removed and replaced. No further patient complications were reported.